Event description:
It was reported that this right ventricular (rv) lead exhibited lead body damage due to clavicular crush. The lead was explanted and replaced as part of a therapy upgrade from a pacemaker system to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.